Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient had difficulty charging the ipg. The patient underwent a revision procedure wherein the ipg was replaced with a new non-bsc device.

Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the leads and ipg were replaced. It was noted that the leads were removed due to infection and device malfunction was suspected with the patient¿s ipg. Additional suspect medical device component involved in the event: model #: sc-8216-70 serial #: (B)(4) description: artisan surgical lead, 70cm the explanted device was not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had difficulty charging the ipg. The patient underwent a revision procedure wherein the ipg was replaced with a new non-bsc device.